Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent lap left salpingectomy procedure on (B)(6) 2019 and suture was used. At the closing of the trocar orifices by subcutaneous stitch, the needle pulled off the strand. The needle stayed held by the needle holder. Use of another device to complete the procedure. There were no patient consequence reported.

Manufacturer narrative:
Product complaint #: (B)(4). A manufacturing record evaluation was performed for the finished device pj5578 batch number, and no non-conformances were identified.